Event description:
A 54 year old pl with thrombotic thrombocytopenia purpura (ttp) expired during a tpe procedure. According to the apheresis provider, the procedure wasrelatively uneventful initially with the patient complaining of some paresthesias/tingling for which she was given calcium supplements. She had also complained of some back pain which was a chronic problem for her. Approximately 2 hour into the procedure the patient complained of shortness of breath then stopped breathing. A code was called but she could not be resusitated. There were no problems reported with the cell separator during this procedure and a technician performed functions tests on the machine after the incident and everything was according to specification. Information received from the treating physician revealed that patient was acutely ill with ttp including renal failure and acute hepatitis. Autopsy results indicated cause of death was cardiopulmonary arrest, ttp. Also mentioned in the autopsy were kidney damage consistent w/ttp, liver and pulmonary congestion.